Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past week, the pump does not stop during the load step and all of the insulin comes out of the cartridge. The patient confirmed that they were disconnected when priming. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
Recall is now checked and recall number is as follows: 2531779-02/25/11-001-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.